Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding- menorrhagia (heavy menstrual bleeding)'), pregnancy with contraceptive device ('plaintiff claimed pregnancy- terminated') and systemic lupus erythematosus ('autoimmune diagnosed- lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "plaintiff claimed pregnancy- terminated". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) and gastrointestinal disorder ("other injuries/symptoms- gi conditions") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, pregnancy with contraceptive device, systemic lupus erythematosus and gastrointestinal disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered gastrointestinal disorder, menorrhagia, pregnancy with contraceptive device and systemic lupus erythematosus to be related to essure. The reporter commented: received treatment for:- menorrhagia (heavy menstrual bleeding), autoimmune diagnosed- lupus, gi conditions. Previously reported essure insertion date: 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported "injury" was replaced with "menorrhagia",new events -" autoimmune diagnosed- lupus, pregnancy with essure device, device ineffective, other injuries/symptoms- gi conditions", reporter were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding- menorrhagia (heavy menstrual bleeding)'), pregnancy with contraceptive device ('plaintiff claimed pregnancy- terminated'), systemic lupus erythematosus ('autoimmune diagnosed- lupus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "plaintiff claimed pregnancy- terminated". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), gastrooesophageal reflux disease ("gerd"), genital haemorrhage (seriousness criterion medically significant) and irritable bowel syndrome ("gastrointestinal or digestive system condition: ibs") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, pregnancy with contraceptive device, systemic lupus erythematosus, gastrooesophageal reflux disease, genital haemorrhage and irritable bowel syndrome outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered gastrooesophageal reflux disease, genital haemorrhage, irritable bowel syndrome, menorrhagia, pregnancy with contraceptive device and systemic lupus erythematosus to be related to essure. The reporter commented: received treatment for:- menorrhagia (heavy menstrual bleeding), autoimmune diagnosed- lupus, gi conditions. Previously reported essure insertion date : 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion other: essure coil seen on right side but not left side ¿ no tubal filling on right or left. Healthcare provider communication: could not locate second coil, seems like it was fine but can¿t find second coil. Detector could of came off device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- new events added; abnormal bleeding (general), gastrointestinal or digestive system condition: ibs. Event other gi conditions updated to gastro esophageal reflux disease, reporters information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.